Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer did not observe insulin dripping out of the cartridge tubing during the load fill tubing sequence. Due to this issue, the customer experienced an elevated blood glucose (bg) level of 350mg/dl. A manual injection was administered to address bg level. Due to bg level, the customer was subsequently hospitalized. While in the hospital, the customer received treatment in form of insulin deliveries intravenously. The customer was released from the hospital the following day. Reportedly, the customer reverted to insulin pens for insulin therapy.